Event description:
Procedure: colon resection. According to the reporter: after firing the device on the mesenteric artery, the device could not be opened. The staple formation was correct and the tissue transected properly. Attempts to open the jaws using other devices were unsuccessful. A small laparotomy was performed (pfannenstiel incision) in order to insert a metallic device used in open surgery, and using it they could open the jaws. Another sulu was applied which worked correctly.

Manufacturer narrative:
Initial report sent to FDA on 08/18/2009.